Manufacturer narrative:
Device 169 of 230. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that 230 out of 270 wafers from the same lot had an off centered starter hole. The affected products were not used on patients. Photographs depicting the issue were received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI). H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. An investigation was completed for this complaint by the assigned manufacturing site investigation team. The complaint summary of this investigation required rework. A corrective actions/preventive actions (CAPA) was raised, and an updated/corrected investigation summary has been completed in accordance with assigned CAPA. A supplemental MDR is being submitted to document the completion of investigation rework and final investigation; the complaint record will proceed to closure. Batch record review: lot 9j01538 was manufactured on 09/19/2019 in the convex 2pc line with a total of (B)(4) market units. Complaint investigator performed a batch record review on 08/04/2020 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, under international commodity code (icc) code 413179 system application product (sap) material ID 1161268 and manufacturing order (B)(4) . The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photos related to the reported problem are available for evaluation. Investigation summary: v. Investigation conclusion: material, method/process, manpower and measurement sections were reviewed, and it is considered none of them interfered on the incidence of the root cause, also, these sections and possible opportunities were previously covered. Based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented, the root cause for this failure mode was identified as machine. As observed during this investigation the contributor factors to this failure mode were the following: condition of the yamaha arm. Condition of vision system cameras. Variance in the materials, cause variation in the placement. This is causing the overall variation 0.6. This accumulation of variation causes the complaint in section 1. To maintain acceptable levels of variation the maintenance for the arm will be improved. And base on the rate of complaints and the variation identify, codes with a rate higher than 10 complaints per million will be block and manufactured on the improve convex 2 pc in building 8a. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.